Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The patient was brought back in for testing, where high output pacing and the delivery of low and high energy shocks were administered to test the integrity of the system. No high out of range impedance measurements were observed. The physician decided to leave the system as is and the rv lead remains in service. No additional adverse patient effects were reported.